Manufacturer narrative:
Submit date: 10/13/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a lap sponge. The customer reports that when they opened the pack and did the initial count of the lap sponges there were only 4 lap sponges instead of 5. The reporting person states that no patient was involved and no medical intervention was required.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the defect described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received therefore the reported condition could not be confirmed. As not physical sample was not provided by customer we cannot determine the exact root cause. However, the potential root cause could be attributed to a workmanship issue. A missing component is originated when the operator fails to verify that the package contains 10 units of gauze inside the package and it was not detected during the final inspection. The root cause and corrective/preventive actions were provided by the manufacturer: the supplier for the gauze indicated that the exact root cause of the reported condition could not be determined without an actual sample to examine according with the lot: prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, a scale system is set up to detect miscounts at the autobander process. A formal corrective and preventative action (CAPA) was initiated to address the miscount complaints for vistec products. During this CAPA, the off line banding equipment was discontinued. A reversal of the autobander trays was performed to tighten the bands. A production notification was communicated to all personnel to ensure that they are aware on the condition reported by the customer. The raw material was changed from the ship to stock status which will now require inspection prior to stock. The inspection level in the manufacturing line was increased from normal to tighten. A quality alert was posted on the manufacturing line and qa laboratory to heighten awareness of the condition. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.